Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0504 captures the reportable event of the biopsy cap leak/splash.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in the colon during a colonoscopy procedure performed for screening on (B)(6) 2024. During the procedure, the seal biopsy valve popped off and bodily contents sprayed in the physician's face. It is unknown if there were any additional intervention or treatments given to the physician. The procedure was completed with the same original seal biopsy valve. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.